Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the insertion device, proximal anchor, and two distal anchors with no distinction between the lots were returned in original packaging with the batch number of the complaint on the label. Neither distal anchor has any visible fracture but both show evidence of being handled with a sharp instrument. The distal plug was not returned. The proximal anchor was returned with no visible defect. The insertion device has no visible defect. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of material specifications found tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that can contribute to the reported event include excessive force, rough handling, contact with a sharp instrument or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information in b5 and h6.

Event description:
It was reported that during a rotator cuff arthroscopy, when two (2) healicoil knotless anchor were opened, their metal tip was found to be dislodged. The anchors were adjusted and subsequently placed. The steps of the technique were followed, but when removing the devices, the anchors came loose and fractured. All the parts of the anchors were removed using a grasper and a straight kelly forceps. The procedure was resumed, after a non-significant delay, with a change in surgical technique, the doctor performed a technique using ultratape with four points of support on the tissue, creating a tent-like shape and bringing all the ends together, closing the incision. Additional anesthesia was not required as consequence of the surgical prolongation. The bone holes were left empty. The patient's health condition is stable. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff arthroscopy, a healicoil knotless anchor was opened, its metal tip was found to be dislodged. The anchor was adjusted and subsequently placed. The steps of the technique were followed, but when removing the device, the anchor came loose and fractured. All parts were removed using a grasper and a straight kelly forceps. The procedure was resumed, after a non-significant delay, with a change in surgical technique, the doctor performed a technique using ultratape with four points of support on the tissue, creating a tent-like shape and bringing all the ends together, closing the incision. Additional anesthesia was not required as consequence of the surgical prolongation. The bone hole was left empty. The patient's health condition is stable. No further complications were reported.